Manufacturer narrative:
Based on the results of the investigation, the device failed to present an image. The cause of the finding was determined to be a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the subject device failed to present an image. There was no patient involvement.